Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for two patient samples tested for alb2 albumin gen.2 on a cobas 8000 core unit. Of the two samples, one had an erroneous alb2 result. The erroneous result was not reported outside of the laboratory. The sample initially resulted with an alb2 value of 99.2 g/l, which repeated as 53.3 g/l. No adverse events were alleged to have occurred with the patient. The alb2 reagent lot number was 291850, with an expiration date of 30-jan-2019. The analyzer washing station was not flushing and this was resolved.